Event description:
Caller alleged imprecision with inratio. Results as follows: 2007, pt#1, first test inr = 5.0; second test inr = 0.7. 2007, pt#2, first test inr = 7.3; second test inr = 4.8. Caller alleged discrepant results compared with the lab. Results as follows: see scanned table. Per text "the second patient had just returned from dialysis and was given heparin."

Manufacturer narrative:
Inratio precision data provided by end-user lot 060541: 2007, pt#1, first test inr = 5.0; second test inr = 0.7. Mean = 2.85; sd = 3.04; %cv = 106%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested. Inratio precision data provided by end-user lot 060541: 2007, pt#2; first test inr = 7.3; second test inr = 4.8. Mean = 6.05; sd = 1.76; %cv = 29%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the pt#1 second set of data, both lab and inr values were outside confidence limit. Products will be tested. For the pt#2, the confidence limits cannot be determined. For the pt#2 first set of data, both lab and inr values were > 5.0. The comparison was not considered inaccurate. For the pt#2 second set of data, the mean was > 5.0 and the difference between inr's was > 2.2. The comparison was considered inaccurate. Products will be tested. Per test "the second patient had just returned from dialysis and was given heparin." Heparin may caused the discrepancy between inratio and lab values.